Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that on (B)(6) 2013 he went to the emergency room (ER) and was diagnosed with diabetic ketoacidosis (dka), and alleged that the pump was not delivering basal insulin. The patient stated that on (B)(6) 2013 his bg went to 389mg/dl with vomiting, and he went to the ER and was admitted to the hospital with dka. The patient stated that he was put on an insulin drip in the ICU for two days, and was released on (B)(6) 2013 with a bg of 212mg/dl. The patient reportedly resumed insulin pump therapy (ipt) and his bg later went down to 125mg/dl. The patient was unable to advise animas customer technical support if the pump settings were appropriately set or not. Troubleshooting could not be completed at the time of the initial contact. This complaint is being reported based on the allegation that the pump was not delivering basal rate insulin as expected and that the patient experienced hyperglycemia requiring medical intervention.